Event description:
On 7/13/97, at approx 1905 hours, a nurse making a routine bed check discovered a pt expired, on her side with her face pressed against a pillow and bedrail. The pt had been resting on a sentech thera-turn 3000 mattress. There is absolutely no evidence at this time to suggest that the bed contributed to the pt's death only the odd position in which the pt was found. When the bed was tested by a qualified engineer, it appeared at that time the bed was functioning properly.